Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 465 mg/dl. Reportedly, the cause for the reported issue was due to the customer stopping insulin delivery and forgetting to resume insulin delivery when intended. Customer required assistance pump was removed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.